Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys rubella igg immunoassay result for one patient sample. The initial result was 0.443 ui/ml (non-reactive) and was reported outside of the laboratory. A new sample was drawn from the patient on (B)(6) 2017 and the result was 201.6 ui/ml (reactive). On (B)(6) 2017, the laboratory repeated the sample from (B)(6) 2017 and the result was 213.7 ui/ml (reactive). There was no allegation of an adverse event. The reagent lot number was 20619400. The expiration date was requested but was not provided.

Manufacturer narrative:
A specific root cause could not be identified. The calibration and qc data provided was within the expected ranges. No product problem was found.